Event description:
Kidney mass (left kidney ) detected while in emergency room (ER) for abdominal pain; diagnostics indicated probable cancer, left kidney removed (B)(6) 2021. Pathology identified non clear cell renal carcinoma with rhabdoid features stage 1b. Through (B)(6) 2023 no metastasis or recurrence detected.